Manufacturer narrative:
Unit received with blank display. Unable to download using thump software due to display anomaly. Unable to perform sleep current test, active current test and self-test. Pump was cut open to perform visual inspection of connectors and electronic assemblies. No physical evidence or moisture damage on the electronic assembly, motor, or force sensor was found. Swapping out test boards to pinpoint the faulty board. Swapping out test boards confirms blank display. Isolated to pcba 2. P-cap locks properly into the reservoir compartment. Physical damage noted during visual inspection: missing display window/cover, cracked keypad overlay, keypad overlay texture damage, cracked case, scratched case, battery tube threads - cracked and cracked case-corner of belt clip rails. In conclusion, customer concern for blank display was confirmed due to pcba2. Problem isolated to pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported a frozen display. Troubleshooting was performed. Customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue using the device.